Manufacturer narrative:
Patient weight not provided by the reporting surgeon, dr. (B)(6). On 01/17/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Found there was no signal error message on both navigation system monitors upon boot-up. Tightened digital visual interface (dvi) cables into computer, issue resolved. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A site physician reported that, while in a cranial resection procedure, when booting-up the navigation system the staff cart monitor displayed "no signal" and the surgeon monitor displayed a black screen. No further details regarding the behavior, or specifically when it occurred, were provided. In trouble-shooting, attempted to re-boot the navigation system without resolution. The surgeon discontinued the use of the navigation system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.